Event description:
The event is reported as: the customer alleges that the device is deformed. The alleged issue was detected during incoming inspection by distributor ((B)(4)).

Manufacturer narrative:
From the picture, it was observed "deformed". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cuffed, spiral-flex 7.5, lot #01l1300254 was manufactured on 11/21/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed "deformed", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.